Event description:
It was reported to boston scientific corporation in early 2007, that a hydra jagwire guidewire was used during an ercp (endoscopic retrograde cholangiopancreatography) with baby scope procedure performed three days prior (patient age, gender and weight are unknown). According to the complainant, during the procedure, the coating stripped near the end of the dream tip. Procedure completed with same hydra jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
No consequences or impact to patient. Peeling. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. According to the complainant, the suspect device has been disposed and is not available for return. The device evaluation cannot be performed; the cause of the reported malfunction is undetermined.